Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-persona-bearings-unk; p/n: unk, l/n: unk; kne-persona-tibial trays-unk; p/n: unk, l/n: unk; kne-persona-patellas-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06258; 0001822565 - 2018 - 06259; 0001822565 - 2018 - 06260.

Event description:
It was reported patient is experiencing unknown issues approximately five years post-implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.